Manufacturer narrative:
Correction made to b3/d10: 2/11/2023 (previously submitted as 2/10/2023). Correction made to g3: date received by MFR: 2/14/2023 (previously submitted as 2/16/2023). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home pd system kaguya set leaked; further described as "a dialysate leak from the front door". This was observed during set up of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.